Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes exhibit closure separation where the shield and stopper separate during de-capping on their automated instrument, leaving the stopper in the tube. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 10-oct-2025. Investigation summary: bd received 10 samples for investigation. The samples were functionally tested for closure separation and no samples failed testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: closure separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes exhibit closure separation where the shield and stopper separate during de-capping on their automated instrument, leaving the stopper in the tube. There was no health impact or consequences reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.